Event description:
Boston scientific received information that the header of this device was cut away due to difficulty removing the terminal pin of a chronic lead. A boston scientific field representative reported that the lead was replaced by the physician due to suspected damage to the lead that resulted from the removal of device header material. Previously, it had been reported that noise was observed on the associated right ventricular (rv) lead; the noise could not be re-created clinically. There were no adverse patient effects reported.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided or if the device is returned for analysis.